Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. The device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.